Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged hospitalization because of heart problem. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged hospitalization because of heart problem. The device was returned to the manufacturer's product investigation laboratory for investigation.an external visual inspection was performed by the manufacturer. The manufacturer found a dust-like contamination on the top enclosure in the accessory module port, likely of external origin, insect, insect parts, insect excrement inside the enclosure. The device's downloaded event log was reviewed by the manufacturer and found no erros logged. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirms dust-like contaminates likely of external origin in the accessory module port, insect inside the closure.